Event description:
Physician was doing a thyroidectomy, and using reprocessed harmonic focus curved shears. It had been working fine and then an error occurred. The generator said "two active devices detected". Staff first changed generators and had the same error, so the cord was replaced and displayed the same error. Finally, a new handpiece obtained and it tested fine.